Event description:
This device was explanted after approximately a 8 year, 2 month implant duration due to severe aortic insufficiency. Learned from implant pt registry.

Manufacturer narrative:
Device not returned.